Event description:
We have received a report from our (B)(4) subsidiary that a customer ((B)(4)) has reported that: the right hand side backrest hinge broke off (backrest end). It happened when the nurses pulled the patient from the head end side to slide him up the bed in order to reposition it correctly on the mattress. The backrest was on a flat or almost flat position. Nurses heard a big noise when they pulled the patient up. Patient weighs approximately (B)(6). Although, no injury was sustained we are reporting the incident because of a potential for serious injury if the malfunction were to recur.

Manufacturer narrative:
We are waiting for the failed component to be returned for a closer examination and will be submit a follow up report in due course giving details of our actions.